Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider regarding the patient. It was reported that the cause of the power on reset message was not determined at the time that the additional information was received; however, it was likely due to the cautery during surgery. The actions/interventions taken to resolve the power on reset message were pending the follow-up appointment. There were no patient symptoms or complications reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient was in the hospital right now due to spinal and back surgery which was not related to device or therapy yesterday. Patient reports her implant was off for the surgery and when they tried turning implant on and getting warning power on reset (por) message. They confirmed back surgery was not related to implant. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Consumer reported the cause or the por was not determined but was likely due to the use of electrocautery during the spinal surgery. The device was reprogrammed and the issue was reportedly resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.